Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer was instructed to reset the pump to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.